Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injecting in the lip and under the eyes with one syringe of an unspecified juvéderm®. A week later, the patient was injected in the lips and under the left eye with an unspecified juvéderm®. Three weeks later, the patient experienced ¿warm and peeling¿ lips, ¿two pea-sized bumps¿ in the upper lips, left side ¿face swelling,¿ ¿tingling¿ in the face, and ¿filler migration¿ from under the eyes and lip that ¿felt hard as a rock.¿ additional ¿small bumps¿ in the lips were noted. A week later, the patient was treated with prednisone and doxycycline. A month later, the patient was treated with hylenex. Event was ongoing. This file captured the additional injection.